Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The patient reported after their implant procedure they had pain and a panic attack. They were screaming and crying after surgery so they were given three shots of dilaudid which did not help. The patient noted they normally take methadone every morning to control their pain. The patient also noted that after the implant they were never shown how to use their equipment and they needed to charge their implantable neurostimulator (ins). While on the phone the patient was walked through how to use the recharger to charge the implant and it was confirmed the ins was charging.